Event description:
It was reported that during a gastroplasty procedure, the reload did not complete the stapling line. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.